Event description:
Following l5-s1 fusion, pt developed l4-5 stenosis, which was treated with l4-5 decompression and implant of n-spine rods. Pt fell six months later and developed severe back and leg pain with bilateral foot drop. MRI revealed l3-4 stenosis and disk herniation as well as slight l4-5 spondylolisthesis. Pt returned to surgery for l4-5 fusion, l3-4 decompression and isobar rod implant. At this time, surgeon noted a unilateral disrupted pars interarticularis, which is believed to have been compromised during the previous surgery and contributed to the spondylolisthesis.

Manufacturer narrative:
This info was not provided during initial report nor was it provided on completed questionnaire received. No investigation could be performed, no conclusion could be drawn as no device was returned.